Event description:
On (B)(6) 2015 aortic valve replacement and aortic root enlargement. Transferred to our hospital (B)(6) 2015. Washout and aortic valve clot extraction (B)(6). Washout (B)(6) positive for mold.